Event description:
It was reported that the ipg flipped in the pocket causing difficulty to charge. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was re-sutured within the same pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.